Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2018, it was reported that the device slowed down during surgery. When the cut was started, the hand piece slowed down which caused an irregular or unsmooth cut. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on (B)(6) 2018 revealed that the motor did not run. The control bar was in the correct position and the calibration was out of specifications at the zero setting only. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the power cord assembly, power switch, bearings, reciprocating arm, seal and retaining ring, and motor. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor did not run. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor did not run. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device slowed down during surgery. When the cut was started the hand piece slowed down which caused irregular or unsmooth cut. There was no harm and no delay reported. Surgery was completed with another device. There was no medical intervention.